Event description:
Pt complaint was received on april 4, 2008. It was reported that pt had sustained mottling (livedo reticularis) from lightsheer hair removal treatments performed in 2003.

Manufacturer narrative:
Lumenis made the determination from review of archive database that this is a new pt complaint. In the opinion of two consulting mds solicited in response to a 2002 event, mottling is a temporary outcome related to laser hair removal and resolves overtime without intervention. Based on md input, the IFU was updated to include "history of livedo reticularis" as a contraindication. Device was not evaluated in 2003 as no device malfunction was reported or suspected.